Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient stopped feeling her stimulation and had a return of symptoms. She had not had her device checked since 2 to 3 months post implant. She changed batteries in the patient programmer, but still felt no stimulation. Further information was requested.